Manufacturer narrative:
The cortrak was returned for evaluation and found to be functioning per specifications. There was no tracing of the feeding tube placement available for review. Lung placement is a known risk of any nasogastric tube placement procedure. Placement is dependent on the clinician and patient not the feeding tube itself.

Event description:
Misplacement of an enteral tube into the pleural space of a patient requiring extra corporreal membrane oxygenation (ECMO). It was reportedly not detected by cortrak or multiple x-rays prior to commencement of feed and medication administration. The patient has since recovered and was discharged back to the referring hospital.